Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit, a failed battery test, and that the display had gone blank. The customer reported the battery out limit alarm occurred during normal use. The customer declined further troubleshooting and was sent a replacement battery cap. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer called back after receiving the new battery cap and reported that the insulin pump display had gone blank once again. The blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.